Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) was rec'd late due to delay in receiving paperwork. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device's functionality was tested; no anomalies were detected.